Event description:
Covidien service center received a report of a n-560 with no audio alarm after going under the set pulse level. Visual alarms were present.

Manufacturer narrative:
Investigation has confirmed and isolated the problem to the main pcb.